Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the red (-5v) wire between ECG electrodes c and d was open. The cause of the code 204 is excessive current draw. The cause of the excessive current draw is open red wire. The root cause of the open wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.